Event description:
During an atrial fibrillation procedure, air was aspirated into a syringe that connected to the extension port of the sheath. Several aspirations were attempted but the air remained. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. No additional femoral vein puncture was required for replacing the sheath.

Manufacturer narrative:
Correction: b3 send correction for aware date, sjm notified date and event date.

Manufacturer narrative:
Correction: aware date was incorrect in previous report. It should be (B)(6) 2022.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.